Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 328 mg/dl. The customer attempted to deliver correction boluses; however continued to receive occlusions. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be the cause of the alarm. The customer indicated that they would change out the cartridge and supplies.